Event description:
Complaintant alleged that during training by facility staff the device displayed a "bridge test failed" message. Complainant indicated that there was not patient involvement in the reported malfunction.